Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. The patient was treated on an unknown date with an unknown size taxus liberte stent to a bypass graft. (B)(6) 2011: it was reported that the patient expired. An autopsy was not performed. The patient was taking aspirin - 100mg. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, a percutaneous coronary intervention was performed to treat a lesion in a venous graft anastomosed to the 1st obtuse marginal (om). The lesion was 99% stenosed, 3.0mm in diameter and 16mm long. The lesion was treated with placement of a 3.0x16mm taxus liberte stent and a non-bsc stent with gap. Post dilation was performed. Residual stenosis was 0% with timi-3 flow noted. In (B)(6) 2009, the patient was discharged without complications on aspirin and clopidogrel bisulphate. In (B)(6) 2010, a 9-month coronary angiogram follow-up was performed. Residual stenosis in the target lesion was 0%. In (B)(6) 2010, a 1 year follow-up was performed and the patient did not have symptoms of angina and silent ischemia. The patient's family reported that the patient was in cardiopulmonary arrest and was transferred to another hospital. Details were unknown because the patient died at another hospital.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).